Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps wire and in the adhesive around the light guide lens could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material, however, it was reported that the facility may omit reprocessing steps as described in the instruction manual or may not perform them in an appropriate manner, therefore, it is likely that the issue was the result of insufficient device cleaning/reprocessing. The issue may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Reprocessing survey info: ·do you have any idea why the foreign object remained in the equipment? Answer: being high in patient numbers, the cleaning including brushing is not proper in the hospital. This might be the reason for foreign material. ·do you have any idea about the timing when the foreign matter adheres? Answer: foreign matter might have adhered during the procedure, later the scope was not properly cleaned / reprocessed. ·has the device been reprocessed before being sent to olympus? Answer: it is answered as yes but there is a possibility that proper reprocessing was not done following the recommended steps. ·is there any difference between the reprocessing method described in the instruction manual and the reprocessing method performed by the user? Answer: yes, user does not get sufficient time to clean the scope between every patient. So, steps as per instruction manual might get missed or not done in a proper way. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope suction button was frequently getting damaged. The issue was found during general routine inspection. The device was returned for evaluation. During the device evaluation, the knob wire had foreign objects, and the adhesive on the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, due to damage on close control unit, the image had black dots. Due to clogging of nozzle, water removal ability did not meet the standard value. The adhesive around light guide lens had wear. The distal end was scratched and deformed. The acoustic lens had a scratch. Adhesive on the black covering of the bending section was detached. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The scope connector cover and the grip were scratched. The suction cylinder was shaved. The forceps channel port was shaved. The right/left and up/down knobs were scratched. Switch 1 had a cut. The switch box had a scratch. The universal cord had a scratch. The light guide cover glass had a dent. Lastly, the suction connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.